Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. The healthcare provider¿s (hcp¿s) office scheduled the catheter revision. They did not specify a reason and the representative learned of the nature the day of the case. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-may-11. When asked to clarify the catheter revision, it was stated that there was a kinked catheter, resected part, and re-attached. The catheter would not be returned. It was resected and now performs well. The catheter was resected and reconnected to the pump. It was stated that there was a kink in the catheter with an unknown cause. The patient was stable. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. When asked to clarify the catheter revision, it was stated that there was a kinked catheter, [illegible] product and re-attached. The issue was observed [illegible] after implant by a different clinic. The symptoms were stated as inadequate analgesia equaled increased residual drug. The diagnostics performed were the catheter integrity was evaluated by attempting to aspirate the auxiliary port. The cause was stated as there was a kink in the catheter. The patient weight was about (B)(6). The catheter would not be returned. It was [illegible] and now performs well.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that there was a catheter event that had been confirmed. The representative was at a catheter revision case and was inquiring about catheter revision kits and compatibility. The representative had limited history and no time to provide further history in the operating room. There were no symptoms reported. Additional information was received on 2017-apr-03. The case was successful. The healthcare provider (hcp) spliced a bit of catheter and the patient was doing well to the representative¿s knowledge. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.